Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty integrated circuit on the monitor board. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing the device intermittently failed self-test for ECG function. Complainant did not indicate that there was any patient involvement in the reported malfunction.